Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the footprint ultra pk suture anchor 4.5 did not gain traction when the dial was turned and could not be implanted. Another bone hole was prepared and a backup device was used to complete the procedure. There was a short delay of less than 30 minutes reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. (B)(4).